Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient stated that the continuous glucose monitor (cgm) stopped recording readings after the sensor was inserted. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. The reported event that the cgm stopped recording was confirmed by the finding of signal loss via data. A root cause could not be determined.